Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a low blood glucose as well as insulin pump had a replace battery alarm. Customer¿s high blood glucose value was 53 mg/dl. Customer also specified other relevant blood glucose and the blood glucose value was 126 mg/dl. Customer stated that the insulin pump had a replace battery alarm and this is the second occurrence of the replace battery alarm. The product will return for the analysis.